Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not determined. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline (2 g per day; duration not reported) and intraperitoneal gentamicin (80 mg per day; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering and the patient remained on antibiotic therapy. No additional information is available.